Event description:
(B)(4). I've got some sharp pain that shoot down my left leg. If I stand more than 5 min both my legs go numb. I have a constant headache. Late periods. Heavy bleeding. None of this started till after I got essure!